Manufacturer narrative:
Incidental findings: broken connector nut on both power cable connectors. Manufacturer's investigation conclusion: the system controller (serial number: (B)(4)) was returned for evaluation following the reported event of driveline fault alarms. The reported driveline fault alarms appear to be related to a driveline issue that are addressed via the pump investigation. Additional information provided stated that the additional driveline fault alarms have reoccurred after exchanging the system controller. The submitted log file and the log file downloaded from the returned controller contained approximately 23 days of data combined (03oct2020 ¿ 26oct2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on 26oct2020 at 11:41:37 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported driveline fault alarms could not be correlated to an issue with the system controller. There were no reported issues with the system controller. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also caution the user not to twist, kink, or sharply bend the system controller power cables under "what not to do: driveline and cables". Furthermore, these sections provide guidelines for connecting and disconnecting the power cable connectors, including how to properly tighten and loosen the connector nut to avoid damage. These sections state ¿tighten the connection between the connectors by turning the nut on the connector. Hand tighten the nut; do not use tools. Do not twist the connectors when turning the nut¿. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how maintain the backup system controller and how to replace the running system controller with the backup controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 07apr2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
To verify the authenticity of the driveline fault alarms seen on the log file, the controller was swapped out.

Manufacturer narrative:
Section b5: details of the driveline fault alarms mentioned in the previous report are captured in related manufacturer report number 2916596-2020-05430. No further information was provided. The manufacturer is closing the file on this event.